Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Bd visually inspected 10 retained samples and observed no missing IV shields. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, the white non-patient shield was missing from the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, the white non-patient shield was missing from the needle. No adverse impact was reported regarding the patient or user.